Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/01/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of lens malfunction is unknown/not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 23.5 diopter intraocular lens (iol) was explanted due to an unspecified lens malfunction. No further information was provided.

Manufacturer narrative:
Additional information received reported that the patient was a female with date of birth (B)(6). Also, the operative eye was the left, the explant was performed because the patient needed a different power, and the doctor's name was dr. (B)(6). There was no incision enlargement, vitrectomy, or sutures used. In addition, the replacement lens was a zxr00 22.5 diopter intraocular lens (iol). Reportedly, the patient is doing good post-operatively. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. Based on the additional information provided device code 1583 has been added. A labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.